Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The window display was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(6). The distributor performed a checkout of the equipment and confirmed the reported complaint. The window display was replaced to resolve the issue.

Event description:
The customer reported a malfunction during pre-use checkout resulting in the loss of display. There was no report of patient involvement.